Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a physically broken cable for the drawer. Although the drawer can still be opened, the pocket lid for the cubie in that drawer does not pop up. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the position sensor was defective. A field service engineer (fse) used test application to troubleshoot and found drawer opens but pockets was not opened. Verified that the position sensor read 0 even when the drawer was opened. Fse changed the sensor and this resolved the issue. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a physically broken cable for the drawer. Although the drawer can still be opened, the pocket lid for the cubie in that drawer does not pop up. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.